Event description:
The customer reported that she had two low hypoglycemia episodes and paramedics were called. The blood glucose reading was 24mg/dl. The customer stated that she believes the infusion set used at the time of the event was the reason for her low blood glucose level. The customer declined to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.